Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed for an assembly issue as the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete mating of the carrier tube and hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. It is presumed that the device was incompletely inserted into the insertion sheath. The device was not used and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There was no other devices or equipment used with the reported product.